Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the large needle driver instrument did not hold the needle in place. It rotated during sewing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during correct suturing and the surgeon noticed the needle was turning.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and the reported event with the instrument could not be replicated nor confirmed. Visual inspection was performed and no grip misalignment was observed. The inputs were manually articulated and the grip tips moved accordingly. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grip tips opened and closed properly. The instrument passed needle handling during in-house testing. No gripping issues were observed during in-house testing. The bumper test was performed and passed. The instrument was fully functional and no product issue was found.

Event description:
Refer to h10/h11 for follow-up information.